Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 176 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. The drive support disk was found slightly loose. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.